Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer had high blood glucose level. Customer¿s blood glucose value was 600 mg/dl. Customer also reported battery failed alarm. Insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operational currents within specification and passed self test and displacement test. The insulin pump trace download analysis confirmed the pump alarmed failed battery test, low battery alert, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed failed battery test, low battery alert, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The device was received with broken belt clip rail. It was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.